Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. The calibration results were within range. The quality control results were only provided for one level of quality control for second event and were within specifications. No reagent issues were evident. It was noted the customer was not using the recommended secondary sample tube types. The alarm trace showed several messages around the time of the first event related to inappropriate pre-analytical conditions. Performance testing after the event was within specification.

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for two patients on their e411 analyzer. The first patient's initial hcgb result was 0.9 miu/ml. The sample was repeated and the result was >10000 miu/ml. The sample was repeated again and the result was 40367 miu/ml and this result was reported outside the laboratory. On (B)(6) 2014, the second patient, a (B)(6) woman, had an initial hcgb result of 0.417 miu/ml. The sample was repeated twice with results of 4113 miu/ml and 4056 miu/ml and both results were accompanied by data flags. The repeat results were believed to be correct and 4113 miu/ml was reported outside the laboratory. The patients were not adversely affected by this event. The hcgb reagent lot number was 173268. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).